Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Information received indicates there was an adverse consequence to the patient ¿visual symptoms on right eye. An assignable cause of anticipated procedural complication will be assigned to the reported ¿patient neurological deficit¿ as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files.

Event description:
It was reported that during right internal carotid artery-ophthalmic (c6 segment) aneurysm procedure, subject flow diverting stent was successfully implanted on (B)(6) 2022. After the discharge of index procedure, the patient had visual symptoms on right eye that appears daily and last for a short time. As per cec adjudication this adverse event had a possible relationship with the procedure and subject flow diverting stent. The adverse event is ongoing. No treatment provided . 3m post-procedure modified rankin scale mrs of 1. No additional information available.

Manufacturer narrative:
H3 other text : the device remains implanted in the patient.

Event description:
It was reported that during right internal carotid artery-ophthalmic (c6 segment) aneurysm procedure, subject flow diverting stent was successfully implanted on (B)(6) 2022. After the discharge of index procedure, the patient had visual symptoms on right eye that appears daily and last for a short time. As per cec adjudication this adverse event had a possible relationship with the procedure and subject flow diverting stent. The adverse event is ongoing. No treatment provided . 3m post-procedure modified rankin scale mrs of 1. No additional information available.